Event description:
The customer reported an alarm during the manual prime. Advised the customer that the insulin pump would be replaced. The customer's blood glucose reading was 64 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose motor support disk. Unable to perform the basic occlusion, occlusion and excessive no delivery alarm tests due to the prime anomaly.